Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that a patient presented for an upgrade procedure as the patient suffered ventriculation fibrillation arrest equipped with a pacemaker. Upon review of the events preceding the arrest, the physician questioned whether the pace impulses failed to capture or if the programmed settings made the identification of capture difficult. It should be noted that the threshold of the lead was low and stable prior to device removal. Both the lead and the device were explanted and replaced during the explant procedure. Related manufacturer reference number: 2017865-2020-02204.